Event description:
It was reported via repair work order brakes were not holding to specification as the casters were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.